Event description:
A malfunction on the pump was reported by the customer, with no notable events occurring beforehand. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer will use current pump for insulin therapy until the replacement arrives.